Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported that a tria ureteral stent was attempted to be implanted in the kidney during a urs (ureteroscopy) procedure. During the procedure, it was noticed that the stent buckled. The procedure was completed with another same device and there were no patient complications reported.